Event description:
Pt underwent septoplasty. Nares packed with merocel. Post op noted to be in respiratory distress. Merocel packing noted to be missing. Merocel packing aspiration resulted in complete airway obstruction. Attempts to retrieve via bronchoscope unsuccessful. Packing retrieved via emergent trach. Pt expired.